Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the dental implant and temp denture were placed in site ada 11 in the mouth, the implant did not integrate in type iii bone and was removed. Another implant was placed. Clinician noted the patient's infection, mobility, overload and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reported that 3.5 months after the dental implant and temp denture were placed in site ada 11 in the mouth, the implant did not integrate in type iii bone and was removed. Another implant was placed. Clinician noted the patient's infection, mobility, overload and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).